Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-12960. It was reported the patient underwent surgical intervention during which the system explanted for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as there is no indication the device caused or contributed to the issue. Removal of the device is elective to have a contraindicated procedure performed.